Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I have the same random pain') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: as per source document, plaintiff expressed that she is planning to schedule for hysterectomy. Concerning the injuries reported in this case, the following were described in social media conforming- pelvic pain most recent follow-up information incorporated above includes: on 19-nov-2019: social media received- new event pelvic pain female was added by updating the event hysterectomy, lawyer was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ('I am waiting to schedule my hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). At the time of the report, the hysterectomy outcome was unknown. The reporter considered hysterectomy to be related to essure. The reporter commented: as per source document, plaintiff expressed that she is planning to schedule for hysterectomy. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.